Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
New information notes that the pulse generator was explanted on (B)(6) 2012.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria good forward.

Event description:
It was reported that a pt presented in clinic for a follow up. The device exhibited backup vvi operation. A device replacement was scheduled due to normal eri.